Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that they were hospitalized due to high blood glucose value and diabetic ketoacidosis (B)(6) 2018 with blood glucose of 755 mg/dl. Customer blood glucose value at the time of incidence was 400 mg/dl and current blood glucose value was 312 mg/dl. The customer experienced symptoms such as vomiting, dehydration, nausea and kidney pain. Customer did not allege pump was under delivering. Customer was assisted to performed hp test and test result was passed. The customer was treated with insulin pump. The device will be returned for analysis.